Event description:
The user had a head trauma in the first half of 2021, in situ measurements from april 2021 showed abnormal results and the user show poor auditory responses. The user was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient had a head trauma in the first half of 2021, in situ measurements from (B)(6) 2021 showed abnormal results and the user show poor auditory responses. No redness or swelling over the skin was reported. The recipient was re-implanted with a new device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.